Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.9, 0.9, 0.8.

Manufacturer narrative:
Imprecision data provided by end-user: 1st inr: 1.9, 2nd inr: 0.9, 3rd inr: 0.8, mean: 1.20, sd: 0.61, %cv: 50.69. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(4) 2011 revealed that result comparisons met precision criteria. Root cause complaint could not be determined from the information provided by the customer. Investigation results for retained strip lot #239279: donor (B)(4) - 1st inr: 2.8, 2nd inr: 2.8, 3rd inr: 2.7, %cv: 2.09. Donor (B)(4) - 1st inr: 2.0, 2nd inr: 1.9, 3rd inr: 2.0, %cv: 2.94. Percent cv for both donors are less than 16% and meet the criteria for precision. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.